Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clip applier misfired and punched a hole in the artery. The first clip was fired normally, then the second clip was able to load but did not fire. A third clip also was able to load but also did not fire. After that, the clip applier worked again.